Manufacturer narrative:
(B)(4). This event is no longer reportable and there will not be any more reports sent.

Event description:
Additional information received from the manufacturer representative reported that there was no issue with the device. The patient was not increasing the stimulation when necessary. The patient was educated again. The issue has been resolved.

Event description:
Information was received from a health care professional (hcp), manufacturer representative, and family member regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient indicated that their system was not working. The calling hcp had limited information. It was unknown if the external products or the implanted device was not working. Troubleshooting could not be performed due to lack of access to the product as the patient was not at the hcp's office during the call. There were no patient symptoms reported. It was reported that the manufacturer representative was following up with the hcp office as the patient had not called the manufacturer representative.

Manufacturer narrative:
Upon further review of the file it was discovered that the event date was asked, but unknown. The previously reported event date of (B)(6) 2016 does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.